Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was changed out due to normal battery depletion. The patient has a large physique, and the header of the device came off while the physician was exerting a lot of force to explant the device. The patient was not pacemaker dependent and no adverse patient effects were reported. A new ICD was successfully implanted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the memory log was reviewed and no irregularities were found. It appears the device was functioning normally while implanted. It was verified that the header was loose, and it appears this was induced due to excessive force used during the explant procedure. Due to the loose header no electrical testing was done with the device. The field allegation of loose header was confirmed and it appears it was induced during the explant procedure.